Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
After intervention, patient continued with discomfort in the right hip. Patient was seen in the clinic in (B)(6) and had been during stretches with a therapist. An x-ray revealed he has a dislocated hip. He was admitted for a hip revision. Dynasty® biofoam shell, dynasty® a-class® poly liner, profemur® plus cocr modular neck, conserve® a-class® bfh head, and screw were revised (right). Sade # (B)(4).